Event description:
The reporter stated that her mother believes she has gotten an er1 message, but wasn't totally sure. The daughter did not know if her mother used the confirmation dot or retested. There was no allegation of harm or medical intervention.